Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient alleged device-related hyperglycemia. On an unspecified date in november (documented as (B)(6) 2025 for reporting purposes due to lack of exact date), patient experienced blood glucose up to 527 mg/dl. Patient administered multiple boluses; however, blood glucose did not decrease. Patient sought medical attention and was hospitalized for an unspecified duration described as ¿a couple of days.¿ it is unknown whether the patient was wearing the pod at the time of medical attention (unable to determine; patient unable to provide and preferred discussion with medical team). Information regarding symptoms, diagnosis, treatment, pod function, and wear details is unavailable as the patient declined to provide details during initial contact and requested follow up with the medical team. Multiple good faith attempts to obtain additional information were unsuccessful. A supplemental report will be submitted if additional information is obtained.